Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they did not hold down any button for longer than three minutes and are unable to clear the alarm. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on cld window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.